Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported it was not possible to obtain atrial electrogram information with the device for atrial high rate episodes and that the programmer gave a notice of "invalid data, cannot display". The device remains in use. No patient complications have been reported as a result of this event.